Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with bso, adhesiolysis, cystocele, rectocele & enterocele repair due to pop & sui. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and ajust adjustable single incision sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2012 by (B)(6) due to erosion of vaginal tape in the vaginal wall at baylor surgicare at bedford.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence. No additional information was provided.